Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 25.0 was had a revision 10.9 years post op after the doctor noticed that trunnion was worn through an x-ray. Altr was also noted. The patient had a cobalt level of 7.3 and chromium level of 1.6. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
Additional information: an event regarding trunnion wear, elevated ion levels and altr involving an unknown lfit v40 cocr head was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the manuscript by the consulting clinician indicated "no specific clinical history for case #(B)(6), past medical history, operative reports, radiology or examination of explanted components are available referable to this case. The photo of x-rays within the manuscript reported as case 17 cannot definitely be confirmed to be that of case # (B)(6), and no clinical assessment can be made based upon that image. From the review of this draft manuscript alone, it is not possible to determine the cause of the event for case #17.¿ -product history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: although the lot code was not provided, the device description of size and offset, the estimated date of implant and reported failure mode, suggest that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of a nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the manuscript by the consulting clinician indicated "no specific clinical history for case #(B)(6), past medical history, operative reports, radiology or examination of explanted components are available referable to this case. The photo of x-rays within the manuscript reported as case 17 cannot definitely be confirmed to be that of case # (B)(6), and no clinical assessment can be made based upon that image. From the review of this draft manuscript alone, it is not possible to determine the cause of the event for case #(B)(6).¿ no further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by (B)(6) that a patient with a bmi of 25.0 was had a revision 10.9 years post op after the doctor noticed that trunnion was worn through an x-ray. Altr was also noted. The patient had a cobalt level of 7.3 and chromium level of 1.6. The patient was revised to a modular stem and biolox head. The poly was also replaced.